Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The batteries were returned to the manufacturer for evaluation with the suspect mobile view station (mvs)computer. The suspect batteries were tested and unable to hold a charge. The mvs computer fan was reportedly loud, but it performed as intended without interfering with imaging.

Event description:
A medtronic representative reported that outside of a case, the mobile view station (mvs) on the imaging system will not power on. The line power light was lit, however no fan was running on the mvs. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the batteries and computer for the viewing station of the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.